Event description:
The reporter stated the surgeon was inserting a cc4204a collamer aspheric single piece lens and thought the lens was in the eye but it was not. There was patient contact but no harm. The reporter stated the event may have been due to surgeon error. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Additional information received - no apparent defect with iol or inserter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient. (B)(4). Lens not returned.